Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump would work for a day then stopped working. Customer's blood glucose was 500 mg/dl. Customer had contacted her doctor regarding high blood glucose and the doctor had changed the setting. Customer did all the testing, changed infusion sets, needle lengths. Customer was still experiencing high blood glucose. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.